Manufacturer narrative:
On february 9, 2021 immucor confirmed reactivity of retention anti-c monoclonal lot 936210a with four heterozygous c antigen positive cells and four c antigen negative cells using retention panocell-20 lot 50556 and panocell-16 lot 02592. Controls performed as expected and all the c positive cells resulted as expected. Testing performed per package insert instructions. Retention product performed as expected. On february 11, 2021 immucor confirmed reactivity of return anti-c monoclonal lot 936210a with four heterozygous c antigen positive cells and four c antigen negative cells using retention panocell-20 lot 50556 and panocell-16 lot 02592. Controls performed as expected and all the c positive cells resulted as expected. Testing performed per package insert instructions. Return product performed as expected. On february 11, 2021 immucor tested return segments from unit w0352 21 11693600w with retention and return anti-c (monoclonal) gamma-clone lot 936210a. Controls performed as expected. The segment from unit w0352 21 11693600w tested negative with both retention and return anti-c (monoclonal) gamma-clone lot 936210a. The immucor internal record number for this report is (B)(4).

Event description:
On march 10, 2021 immucor became aware of an event involving an unexpected positive reaction for a unit from a donor who was historically negative for c antigen.